Event description:
Philips received a complaint from the customer indicating that the v60 device was not secured on the stand. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer provided the customer with the product number of the replacement central processing unit tray cover for repair.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer stated that the replacement cpu tray cover and bottom foot kit were ordered, and upon receiving the new parts, the customer performed the replacements, verified that the issue was resolved, and placed the device back in service.